Event description:
It was reported that the event date was two to three weeks ago. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) with banding procedure in the esophagus. According to the complainant, during the procedure, two bands misfired and got stuck inside the cap, therefore, they were unable to deploy any more bands. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.